Event description:
Boston scientific received information that one day post implant, no capture could be obtained with this left ventricular (lv) lead in any configuration. It was revealed that the lead had dislodged. A revision procedure was performed and the lead was explanted and replaced without further incident. No adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The lead was subsequently returned and is being evaluated in our (B)(4) laboratory. This product issue will be updated when device evaluation is complete.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure testing were performed to assess the electrical continuity and insulation integrity of the lead. All measurements were within normal limits. Final evaluation of the lead was unable to confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.